Event description:
It was reported that during a routine follow up visit, this right atrial (ra) lead exhibited varying atrial sensing measurements, measuring from 0.1 mv to 15 mv. The atrial threshold was found to be in suspension and all other parameters were stable. Meanwhile, the physician came across a recent x-ray image showing the atrial lead dislodgement. The plan is to evaluate the lead dislodgement further before making any decision. No adverse patient effects were reported. This ra lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up visit, this right atrial (ra) lead exhibited varying atrial sensing measurements, measuring from 0.1 mv to 15 mv. The atrial threshold was found to be in suspension and all other parameters were stable. Meanwhile, the physician came across a recent x-ray image showing the atrial lead dislodgement. The plan is to evaluate the lead dislodgement further before making any decision. No adverse patient effects were reported. This ra lead remains in-service.